Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the power of the subject device did not turn on. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the subject device confirmed following: the reported event was reproduced. There wasn¿t any damage on the outside of the device. Dust piled up on a fun. Therefore, it seemed that the device used in an inappropriate environment. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The probable cause of the reported event is using the device in dusty environments.